Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow-up supplemental report will be submitted.

Event description:
Received information stating that customer's load fill estimate was inaccurate. Reportedly, customer's blood glucose level has been high.